Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was 52 mg/dl to 441 mg/dl. Customer¿s current blood glucose level was 135 mg/dl. Customer reported they treated with 8 unit to bring the blood glucose level down. Customer reported that they had insulin flow issue. Customer disconnected the call and hence there were not troubleshooting. The insulin pump will not be returned for analysis.